Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator measurement from the paddles not very good. There was no patient involvement.

Event description:
It was reported to philips that the heartstart mrx defibrillator measurement from the paddles was not very good. There was no patient involvement.